Manufacturer narrative:
E1 - this complaint was received through: (B)(6). The investigation is pending completion.

Event description:
A complaint was received regarding a chemoclave® vented bag spike that experienced no flow. It was stated in the report that the ch14 connected to ch3034 (reference #: (B)(4), fluid couldn't drip. (The sample connected to pp plastic bottle). The event occurred on 05-mar-2025 during infusion. There was concomitant drug, and concomitant device involved. An unknown chemo drug was involved in the event. Device was not biohazard. There was no delay in critical therapy and no bleed back was noted. There was a patient involvement reported, but no patient harm/adverse event reported.

Manufacturer narrative:
Received one (1) used ch-14 chemoclave vented bag spike, one (1) used ch3034 bag spike adapter w/spiros and one (1) used non-ICU medical 150 ml burette extension set for inspection. No defects or anomalies noted. The set and all the mating devices were attempted to prime with a syringe filled with fluid. There were restrictions in flow. The ch-14 and ch3034 were disconnected. There was a stick down on the ch-14. The internal spike was bent and broken. The reported complaint can be confirmed. The probable cause is due to a molding defect at manufacturing. Corrective and preventative actions are in process. Lot history review could not be conducted because no lot number(s) was/were identified.